Event description:
A pt received a 3rd degree burn on his belly, in the umbilical area, after examination with a torso xl coil.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.